Event description:
Note: date of event is unk. It was reported to boston scientific corp. That a corflo cubby low profile gastrostomy device was used in an enteral feeding device placement procedure. After placement, the device locking tab was broken. Another corflo cubby low profile gastrostomy device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.